Manufacturer narrative:
(B)(4). Device manufacture dates: january 3, 2013 - january 4, 2013. The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing found the flow rate to be within specification of the product. Based on the initial evaluation, the reported problem was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an lv 5 infusor under-infused. This occurred during a patient infusion of an unknown drug solution. The reporter stated that the infusion was expected to finish within 46 hours; however 25 g of the drug solution still remained at 51 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.